Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing bubbling was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11607704 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d 2ss cv experienced tubing expansion. The following information was provided by the initial reporter: the tubing in the pump was saying that the clamp was not closed and met some resistance, once she opened the clamp there was a bubble.